Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleges that the pt experienced a cardiovascular event and subsequently expired as a result of naturalyte and/or granuflo administered during dialysis treatment.